Manufacturer narrative:
Other, other text: device evaluation: the device was returned for evaluation. The examination of the returned device showed the top case was badly broken on the lower left corner. The event history log was downloaded and examined; this showed a "motor not running" alarm had occurred. The device case was opened and internal examination was performed. Internal examination showed the main board was misaligned consistent with the device having been dropped. The reported issue was determined most likely caused by damage by user.

Event description:
It was reported that the device's "motor was not running". No known adverse effects to patient.